Manufacturer narrative:
The initial report had the incorrect information related to material number, serial number and lot number. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that material number has been updated to mmt-1780kpk, serial number updated to (B)(4) and lot number updated to hg2t4ek.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing display. The customer¿s blood glucose level was under 200 mg/dl at the time of the incident. No report of pump screen flashing when screen was turned on after being in sleep mode. Customer stated that the belt rail worn down. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.